Event description:
During a ptca procedure, the maverick2 monorail balloon would not inflate. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.